Manufacturer narrative:
Concomitant medical products: 5french marker pigtail catheter (cook (B)(4)), 0.035 inch (0.9 mm) amplatz extra stiff guidewire(william cook europe, (B)(4)), unk balloon catheter. This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the catalog and lot numbers are not available. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device remains implanted and is not available for evaluation. A copy of the publication is attached to this report. The citation is as follows: duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, the stent obstructed. Stent redilatation was needed. The device will not be returned. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Occlusion is a known potential adverse event associated with stent implantation and is often associated with the progression of disease. However, use of the device for aortic coarctation and branch pulmonary artery stenosis is off label usage as the device is not indicated for pediatric usage. According to the safety information in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. To assure full expansion, inflate to at least the nominal pressure recommended on the catheter label.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by duke c, rosenthal e, qureshi sa. The efficacy and safety of stent redilatation in congenital heart disease. Heart. 2003 aug;89(8):905-12. Doi: 10.1136/heart.89.8.905. Pmid: 12860870; pmcid: pmc1767765., after placement of an unknown balloon expandable palmaz stent, the stent obstructed. Stent redilatation was needed. The device will not be returned.